Event description:
The pt was being transferred from a hospital to a long-term-care facility and was being supported using an impact 73x portable ventilator system when the ventilator was reported to be "not operating correctly" the clinician's report contained mention of a "system failure" alarm and that the ventilator "stopped working all together at times" and "at times the ventilator will not blow air". The pt was switched to manual ventilation for the remainder of the 55 minute transport. The clinician did not note any adverse event to the pt as a result of the incident. Though it was not reported that serious injury to the pt occurred, it was reported that the device malfunction caused the need for manual back-up ventilation. This event is being submitted as a serious injury event because the use of back-up ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and found to not to be functioning correctly. The device battery was found to be swollen and to be compromised (not able to store a charge). The unit was also found to have a broken high pressure hose fitting. Once the hose fitting was repaired, the unit functioned normally on external power. The site's power supply was not returned with the device for analysis. It is likely that both the battery and the power supply malfunctioned in this case. The root cause of the swollen/compromised battery was found to be due to overcharge which is related to the both the device design and continuous charging by the end user. A corrective action for these issues is being developed by impact at this time. The battery was replaced and device performance testing was conducted. The unit was returned to the end user after it tested within specification. A replacement power supply was also provided with the unit.